Event description:
It was reported that during a angioplasty treatment procedure, the pressure gauge broke. The occlusion being treated was located in the superficial femoral artery. The physician advanced a 5x60mm sterling balloon to the lesion and on the first inflation the pressure was taken up to 8atms and the manometer head broke. The procedure was completed with another encore 26 inflation device. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).